Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref: 3008452825-2021-00199, 3008452825-2021-00195, 3005334138-2021-00214. At the end of an atrial fibrillation ablation procedure, a tamponade occurred. Prior to removal of the device, tension dropped and an ultrasound was performed which revealed a tamponade on the left side. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott devices.